Event description:
It was reported that the patient presented in clinic for follow-up. The pulse generator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found a battery anomaly. The device was in radio_ready mode while the radio frequency was aborted, this could cause high current drain and depleted battery prematurely. The cause of the malfunction could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).